Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited gradually increasing shock impedance measurements up to approximately 125 ohms. Defibrillation threshold (dft) testing was performed; the patient was successfully converted at 26 joules, and resulted in normal shock impedance measurements. The device was reprogrammed and the patient would continue to be monitored. No additional adverse patient effects were reported.